Event description:
The customer called and reported she was hospitalized with high blood glucose of 800 mg/dl in the middle of april. Customer stated she had an infection, which was raising her blood glucose. Customer was released after a week. She also stated she had smelled insulin and notice the insertion site of her infusion set was leaking and broken. Customer also recently had high blood glucose event beginning (B)(6), 2015, involving high blood glucose of 500 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. All other troubleshooting steps were declined and customer did not have a tubing clamp with which to perform high pressure test. It was advised to change entire set, reservoir and insulin and that a tubing clamp would be sent. At time of this report, customer's blood glucose was 34 mg/dl, and she stated she was eating to treat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.